Event description:
It was reported during use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 1 sample exhibited gel smearing after centrifugation. There was no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter addr 1: (B)(6). E1. Initial reporter facility name: (B)(6). Investigation summary: one photo and 1 video were provided for investigation. The photo and video were reviewed and the indicated failure mode for gel smearing was observed. Additionally, 90 retention samples from bd inventory were visually inspected with no issues observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel smearing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.